Manufacturer narrative:
(B)(4).

Event description:
It was reported when opening the cvc set, prior to use, it was observed the catheter is a two-lumen and not a three-lumen.

Manufacturer narrative:
(B)(4). The customer provided one video for evaluation. The video shows the product lidstock, which states the kit should contain a 3-l catheter, and then shows the contents of the kit to reveal a 2-l catheter inside the kit. The customer also returned one cvc set with multiple components for evaluation. The returned kit material and lot number match what was reported in the complaint. Visual inspection revealed the kit contained a 2-l catheter. In the kit description and on the product lidstock, it states the kit is supposed to contain a 3-l catheter. Therefore, the customer issue is confirmed. A device history record review was performed with no relevant findings. The customer report of an incorrect catheter was confirmed through complaint investigation of the returned sample. Visual inspection revealed the returned kit contained a 2-l catheter, while the lidstock and list of contents state the kit should contain a 3-l catheter. Based on these circumstances, packaging caused or contributed to this event. A non-conformance was initiated as part of this complaint investigation. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported when opening the cvc set, prior to use, it was observed the catheter is a two-lumen and not a three-lumen.